Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 207 mg/dl. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer reloaded supplies and resumed insulin delivery.